Event description:
It was reported that patient has 6 inch hairline fractured femur, pain, memory loss.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown rejuvenate/abgii modular stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Currently implanted